Event description:
A balloon ruptured during pre-dilatation prior to stent placement of a heavily calficied renal artery. During withdrawal of the balloon catheter resistance was encountered and the balloon material detached and remained in the pt. Some segments of the balloon material were retrieved percutaneously. A stent was placed to tap down any balloon material that remained within a vessel. The procedure was completed successflly and there were no pt complications involved. The device has been destroyed by the user facility. Therefore, no failure analysis will be available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which ahs been associated with overpressurization or use in a calcified lesion. It was indicated this device was used in a heavily calcified lesion and resistance was encountered upon withdrawal attempts after balloon rupture. These factors may have contributed to this event. However, without evaluating the device, we are unable to determine the exact cause for this event. Directions for use state: "if loss pf pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully...if resistance is encountered due to balloon rupture or for any other reason, when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove products as a complete unit to prevent damage to guidewire, catheter, introducer sheath or vessel."